Event description:
Based on the information received on 06-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient experienced severe pain, the right knee was warm to the touch and swollen. Also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications and concurrent conditions were reported. Patient with a history of osteoarthritis pain of her right knee. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported) for osteoarthritis in the right knee. Nurse injected synvisc one in the right knee. On an unknown date in (B)(6) 2017, latency unknown, patient had severe pain, the right knee was warm to the touch and swollen. The patient was told to ice and elevate the knee. Action taken: unknown. Corrective treatment: not reported for device malfunction; ice and elevate for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 06-dec-02017 and 05-jan-2018 (both information processed together with clock start date of 06-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and joint pain, swelling and it was warm to touch. A temporal relationship can be established with the product administration, however, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.